Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately-severely tortuous and mildly calcified right coronary artery. A 5.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, as the physician was driving the stent catheter up the guide, resistance was encountered and the proximal portion of the shaft snapped when reaching a tortuous part of anatomy. Furthermore, multiple attempts were made to cross the lesion. The physician was able to pull and remove it out from the guide. A new synergy xd stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Synergy xd mr us 5.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft, as well as a hypotube break located approximately 41cm distal to the distal strain relief. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion kink located approximately 21cm proximal to the distal tip. No other issues noted with device.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately-severely tortuous and mildly calcified right coronary artery. A 5.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, as the physician was driving the stent catheter up the guide, resistance was encountered and the proximal portion of the shaft snapped when reaching a tortuous part of anatomy. Furthermore, multiple attempts were made to cross the lesion. The physician was able to pull and remove it out from the guide. A new synergy xd stent was used to complete the procedure. No patient complications were reported.